Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the unit and found the solenoid driver board was bad. The (fse) states that after replacing the board (070-00-0639), the unit passed all tests except for the battery test. Customer was informed not to use unit until new getinge cs300 batteries are installed. The customer is electing to replace the batteries on their own.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shut off during therapy. The screen flashed and went black. Patient was switched to another unit so therapy could continue. No patient harm reported.